Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. Manufacturer report# 3005099803-2015-02444 pertains to the first cre balloon, and manufacturer report# 3005099803-2015-02445 pertains to the second cre balloon. It was reported to boston scientific corporation that two cre fixed wire dilatation balloon were used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon would not deflate properly and it was noted that there was a large kink in the catheter at the proximal end of the device near the inflation syringe. The cre balloon was exchanged, however the balloon again was unable to deflate properly and had a large kink in the catheter at the proximal end of the device near the inflation syringe. The physician pulled out the endoscope in order to remove the balloon, and the procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.